Event description:
The customer contacted philips and reported a device issue during care of a patient. The customer was unsure whether the device failed to go into the sync mode or whether the device failed to shock the patient. The involved patient died. The customer has made no statement at this time related to the device behavior and patient outcome.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.